Event description:
Medical records were received from legal. During surgery the calcar was fractured during trialing.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A worldwide complaint database search finds no other reported complaints against the provided b1aga1000 lot code. Review of the device history records and or a complaint database search was not possible for the reported screw as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be reopened. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.